Event description:
It was reported that on (B)(6) 2026, a 27mm, navitor valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 3-4mm on the non-coronary cusp (ncc). A temporary pacemaker was left in place for an unknown reason. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. Post-procedure less than 48 hours, the patient was developed with a heart block. A permanent pacemaker was implanted to resolve the event. The patient has an extended hospitalization. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.